Event description:
Reference number (B)(4). Event occured in egypt it was reported that the patient faced high blood glucose level event on (B)(6) 2026. The blood glucose level was 360 mg/dl and the patient was treated with manual injection. No further information is available.